Event description:
The pt experienced electrical shocks when she touched things for the last couple of weeks. There were coupling or communication issues. An overdischarge occurred. The company rep confirmed that there was no reason for the overdischarge. The pt charged regularly (bi-weekly). She was not able to find her recharger and unable to recharge successfully. A replacement of the neurostimulator to a non-rechargeable one was going to be set up. The date was unk at this time.

Manufacturer narrative:
(B) (4).